Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ping meter has a display issue. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at an unspecified date and time at the end of (B)(6) 2012, she allegedly experienced a "contrast issue" with the subject meter. The patient stated that she manages her diabetes with the insulin pump and denied making any changes to her usual diabetes management routine in response to the reported issue. The patient claimed that because of her inability to see what was on the display due to the alleged issue, she "administered the wrong amount of insulin causing her to have an insulin reaction" and half an hour later, "passed out". The cca was informed by the patient that shortly after, she was administered with a "glucagon injection" by her husband in response to the symptoms. During troubleshooting, cca walked the patient through adjusting the contrast of the display and the reported issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claimed to have developed symptoms suggestive of severe hypoglycemia and received treatment for an acute complication of diabetes after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.